Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer's blood glucose was high and the insulin pump alarmed no delivery. The customer's nurse that there is a block of some kind. The customer¿s blood glucose was 490 mg/dl at the time of incident. The nurse reported that the insulin exits with the manual prime. Customer has not treated yet. Customer declined to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.